Event description:
It was reported that while in the cardio cath lab the intra-aortic balloon (iab) was prepped per instruction. The md inserted the teflon sheath via the pt's left femoral artery. While inserting the iab through the teflon sheath, the iab could not be advanced into the correct position; the iab was stuck in the sheath. As a result, the md removed the iab and the sheath as one unit. The md prepped and inserted another iab into the same insertion site, the pt's left femoral artery. According to the md, there was no excessive bleeding. There was no reported pt death or injury, medical/surgical intervention was not required. The iab therapy was delayed/interrupted for 5 minutes until the second iab was prepped and inserted successfully. There were no reported pt complications. The pt outcome was listed as "no complication to pt."

Manufacturer narrative:
(B)(4). F/u report will be filed if add¿l info becomes available.